Event description:
It was reported that the device would not power on. There was no patient use associated with this reported failure.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device was no longer under warranty and recommended that it be evaluated by a physio-control service representative. The customer later confirmed that due to the age of the device and costs associated with repair that it has been removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.